Manufacturer narrative:
One workmate claris amplifier was received for evaluation visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. As received, the returned workmate claris amplifier could not be turned on. The power switch was toggled several times to no avail. The power supply was temporarily replaced with a test standard power supply and the amplifier was successfully turned on. Using the test standard power supply, a basic baseline test was performed, and intermittent signal display was observed. The bio amp board was temporarily replaced with a test standard board and normal signal display was observed. The intermittent signal display was due to an intermittent bio amp board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, the amplifier stopped transmitting signal after the decapolar catheter and ablation catheter had been placed in the coronary sinus and right atrium respectively. The amplifier was power cycled but then the power button blinked once and turned off. The procedure was cancelled. There were no adverse consequences to the patient.